Manufacturer narrative:
This MDR submitted (B)(4) 2013 references itc complaint #(B)(4). Irma cartridge lot # aihxw. Method: actual device not evaluated (instrument). Process evaluation performed. No related ncmrs identified for the instrument. Cartridge device history records reviewed and found to meet specifications. No related ncmrs, capas or complaint trends identified. Result: no results available since no evaluation performed. Conclusion: unable to confirm complaint. Itc has requested all data required for form 3500a.

Event description:
Healthcare professional reports lower ph and higher pco2 results than expected with irma trupoint blood analysis system. Patient was on cardiopulmonary bypass for an unspecified procedure. On (B)(6) 2012, irma trupoint instrument initially reported ph result of 6.979 and pco2 result of 118.8 mmhg. These results were not consistent with the patient's clinical status. Retest performed 7 minutes later generated ph result of 7.385 and pco2 result of 40.2 mmhg, which were as expected. No adverse event(s) reported.